Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the brake release button broke off. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink¿ plus was selected for use. During procedure, difficulty in delivering the burr into the vessel was encountered. Then it was decided to pull the burr out of the patient's body. However, the break release button on the side of the advancer broke off. The burr was then pulled out manually without using dynaglide. The procedure was completed with a different device. No patient complications were noted and patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of the rotablator rotalink plus device with a rotawire and there was damage to the rotawire. Visual and microscopic examination of the brake button, advancer, handshake connections, sheath, coil and burr were performed and revealed that there was blood on the outside of the device and the brake button was not visible outside of the advancer. Also, the advancer was opened up and the brake was not inside the advancer. When the brake button is broken, it can fall out of the advancer as it is no longer on one piece. The broken brake was not returned for analysis. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. There were no abnormal noises, leaks, and the device did not run; so it wasn¿t able to get any speed. The advancer was dismantled and the ultem was found to be melted. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.

Event description:
It was reported that the brake release button broke off. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink¿ plus was selected for use. During procedure, difficulty in delivering the burr into the vessel was encountered. Then it was decided to pull the burr out of the patient's body. However, the break release button on the side of the advancer broke off. The burr was then pulled out manually without using dynaglide. The procedure was completed with a different device. No patient complications were noted and patient's status was good.